Manufacturer narrative:
This event occurred during an unspecified date of december 2019. Initial reporter postal code: 7500. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked at the filter level. This was identified just before patient administration of ranitidine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was done which observed a crack in the raw material of the filter component. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.